Manufacturer narrative:
Medwatch sent to FDA on 9/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "gray bruising", "signs of occlusion, blanching of the skin, and whitening of the area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: the product must not be injected into blood vessels. Introduction of juvéderm ultra xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #13). Adverse events: the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. Post-market surveillance: in many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact. The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvederm ultra xc. The patient was injected "a little bit in the cheeks, around the lips, and in the marionette lines." The patient had some immediate "gray bruising" in the right side of the upper lip. The doctor put a warm towel over the affected area that day. The next day the patient presented back to the office with "signs of occlusion, blanching of the skin, and whitening of the area" on the right side of the upper lip. The doctor then administered 30 units of hylanex at the affected area. The doctor saw the patient 6 days after the initial injection, and confirmed the symptoms have now completely resolved. The doctor confirmed the treatment was given in order to preclude a serious injury. The patient suffers from hyperthyroid, and takes thyroid medication.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported a patient was injected with one syringe of juvederm ultra xc. The patient was injected "a little bit in the cheeks, around the lips, and in the marionette lines." The patient had some immediate "gray bruising" in the right side of the upper lip. The doctor put a warm towel over the affected area that day. The next day the patient presented back to the office with "signs of occlusion, blanching of the skin, and whitening of the area" on the right side of the upper lip. The doctor then administered 30 units of hylanex at the affected area. The doctor saw the patient 6 days after the initial injection, and confirmed the symptoms have now completely resolved. The doctor confirmed the treatment was given in order to preclude a serious injury. The patient suffers from hyperthyroid, and takes thyroid medication.